Event description:
Additional information was received from the facility. Per the autopsy report, the patient's medical history was significant for quadriparesis that followed a motor vehicle accident. Other pertinent medical history included smoking, type ii diabetes mellitus, and muscle spasticity managed by intrathecal baclofen pump. The patient's stay was remarkable for increasing spasticity, tachdysrhythmia, and hypertension. At autopsy, a baclofen pump was identified subcutaneously with grossly intact tubing that extended into the subarachnoid/intrathecal space. No obvious leak or displacement was seen. Baclofen is a widely prescribed drug used for the treatment of spasticity. Abrupt cessation of both intrathecal and oral baclofen can result in severe withdrawal symptoms that may be life threatening. Arrhythmia is not an uncommon complication of baclofen withdrawal. Death and life-threatening complications have been previously reported in baclofen withdrawal. Baclofen withdrawal was suspected based on the patient symptoms and presentation; however, the autopsy findings were neither confirmatory nor exclusionary for baclofen withdrawal. Other etiologies for the patient's arrythmia, including electrolyte imbalance and other medication effects, cannot be excluded. The cause of death in this case was a cardiac arrhythmia that led to cardiovascular failure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 20134 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2013 ubd: 2014-10-18 UDI#: (B)(4). Product type catheter h3. Analysis of the pump revealed no anomaly. Analysis of the catheter (serial number (B)(6)) revealed a hole in the catheter body caused by a deep abrasion. The abrasion had breached the inner lumen of the catheter and a leak was developed. H6. Patient code e1310 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a healthcare provider (hcp). Per the doctor's death summary note from (B)(6) 2023 at 10:53pm, the patient presented to the emergency department (ed) on (B)(6) 2023 with a chief complaint of a fever in the setting of a chronic indwelling suprapubupic catheter. The emergency department evaluation revealed bacteriuria. The patient was not febrile. The patient only had a mildly elevated white blood cell count. Given the patient's symptoms, there was some concern that perhaps there was some irritation with the suprapubic catheter and they were perhaps at risk for bacteremia so they were admitted for treatment with broad-spectrum antibiotics. The patient did have a history of esbl-possible organism in the past. The patient was treated with meropenem while awaiting final blood culture results. The patient was having difficulty with their bowel regimen and morning labs showed increased leukocytosis on (B)(6) 2023. There was concern for perhaps additional infectious versus other intra-abdominal processes, which the patient could not adequately self-report due to their spinal cord injury. Computed tomography (CT) imaging was ordered. Autonomic dysreflexia was considered. The patient was having increasing spasms associated with tachycardia and hypertension. There was additional concern for baclofen withdrawal and even the patient said that they felt like they were not getting enough baclofen. On transfer to the intensive care unit (ICU), the patient had numerous tachydysrhythmias treated intermittently with attempted cardioversion. Neurosurgical service was involved in arranging a route for further intrathecal baclofen. Once access was obtained to allow further intrathecal baclofen, it was hoped that the patient would survive. The manufacturer representative (rep) was called for additional support. Attempts were made to contact the provider who had implanted the pump without success. While preparing to check the pump's actual reserves to compare against the pump report, the patient became pulseless and a code was called again, but the patient lacked the cardiac reserve to survive. An autopsy was requested. A report from the pump itself suggested that it should have had an adequate supply of baclofen. The rep had reportedly stated that the pump report may be a projection based on calculations from the volume of the medication believed to have been placed in the pump and the volume of medicine believe to have been appropriately delivered from the pump, which might not reflect the actual reservoir volume or the dose successfully delivered to the intended site. Information at the time of this note was incomplete. It was hoped that further information could be gained through the autopsy and the physician suggested careful removal of the baclofen pump and inspection of the pump and delivery tubing to the termination point to see if there was perhaps a leak. The patient's family had agreed to autopsy and had already planned to seek this path for their own understanding as well. The patient death occurred on (B)(6) 2023 at 6:51pm. Per a critical care consult note from (B)(6) 2023 at 13:00, the reason for the critical care consult was acute respiratory failure secondary to intrathecal baclofen withdrawal. Multiorgan injury secondary to suspected intrathecal baclofen withdrawal wasnoted. Regarding the assessment of and plan for the multiorgan injury secondary to suspected intrathecal baclofen withdrawal, sedation with versed was noted. It was planned to continue intrathecal administration of baclofen (50mcg every eight hours) until the pump function had been assessed. The patient would need to be transferred if the pump itself needed exchange, otherwise the plan would be to refill the existing pump with the appropriate dose. The patient would continue home oral baclofen dose as well. Regarding the patient's respiratory system, minimizing the ventilatory settings, following ventilator-associated pneumonia precautions and aspiration precautions, an oxygen saturation goal of above 94%, a sputum culture, and a spontaneous breathing trial (sbt) as tolerated were noted. Regarding the patient's cardiovascular system, a mean arterial pressure (map) goal of 65-80, amiodarone for supraventricular tachycardia (svt) supportive care, and an echocardiogram the following morning were noted. Regarding the patient's renal system, high anion gap metabolic acidosis (hagma) with continued supportive care for underlying issues was noted. At the time of this note, the patient was status-post multiple bicarbonate pushes during advanced cardiac life support (acls). Strict intake and output measurements was noted. Electrolytes would be corrected as needed. Antibiotics would be continued for possible aspiration. Sequential compression devices (scds) for deep vein thrombosis (dvt) were noted. Tube feeding the following morning was noted if the patient was unable to be extubated. In regards to the endocrine system, "sqip" was noted. Per this note, the patient was critically ill with significant potential for decline. The patient's code status was full code. Pepcid for gastrointestinal prophylaxis was noted. A history of present illness summary was completed. The patient was initially admitted on (B)(6) 2023 to a medical-surgical service with fevers and spasms for a few days. The intensivist was consulted on (B)(6) 2023 for new onset svt, worsening spasms, and respiratory distress. A history was obtained from the patient, chart review, and medical team. The patient had fevers, which were noted to be "subjective", and worsening spasms in their lower extremities for a few days. The patient was due for their baclofen pup fill the following week. The patient was wheelchair-bound with a suprapubic catheter, which was changed the day prior to the arrival. The patient was initially admitted with a presumed uti. A rapid response was called for svt. The patient was seen and examined at the bedside and noted to be in worsening distress. The patient's svt rate was in the 180-200 beats per minute. The patient had worsening sp asms of their lower extremities. The patient's lips were becoming more cyanotic and the patient was more diaphoretic. The patient was intubated emergently while multiple synchronized cardioversions for unstable svt were performed. Supportive care/acls was continued while awaiting neurosurgery, who came emergently to the beside to place intrathecal access for intrathecal baclofen. 50mcg of baclofen was injected via a lumbar catheter. The patient was on precedex and was started on versed. A peripherally inserted central catheter (PICC) line and central line were unable to be obtained. The patient was maintaining blood pressure at this time. The patient was oxygenating. At this time, they were awaiting the arrival of a rep to assess the pump for "malfunction versus dosing error versus neither". The patient's vital signs included a blood pressure of 86/73, pulse rate of 191 beats per minute, a temperature of 36.8 degrees celsius, a respiratory rate of 32 respirations per minute, oxygen saturation of 98%. Prior to intubation, the patient was noted to be in visible distress with spastic lower extremities. The patient's skin was cold and clammy to touch. The patient was diaphoretic. Their lips were becoming increasingly cyanotic. They had a rapid, irregular and weak pulse. The patient's abdomen was obese but soft and there was an old midline surgical scar. The patient's distal pulses were difficult to palpate. Per the pump interrogation on (B)(6) 2023 at 5:06pm, the patient's pump contained baclofen 4000mcg/ml at 1879.1mcg/day and unknown morphine 1mg/ml at 0.4698mg/day. The estimated replacement indicator (eri) was in july 2026. The expected reservoir volume was 12.7ml. The last update to the pump was made on (B)(6) 2023.

Event description:
Additional information received from a healthcare provider via a regulatory body reported the patient was admitted for uti due to chronic indwelling suprapubic catheter. Patient was admitted with an implanted baclofen pump in place, receiving intrathecal baclofen. Six days later, the patient developed increasing severe leg spasms accompanied by tachycardia, tachypnea and hypertension. There was additional concern that the patient's severe spasticity and deteriorating condition was related to baclofen withdrawal due to the baclofen pump not working properly, empty or dose not being delivered to the intended site. The medtronic representative was contacted and the baclofen pump was interrogated, indicating an adequate supply of baclofen was present but this was questioned by providers. The patient went into cardiopulmonary arrest multiple times throughout a four hour period of time but resuscitation efforts were subsequently unsuccessful and the patient was pronounced deceased. An autopsy was requested and was performed four days later.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h846060511 implanted: (B)(6) 2013 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider/facility via a company representative regarding a patient receiving baclofen via an implantable pump. It was reported that the patient passed away. The cause not conclusive at this point. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The pump and logs were read. The patient status at the time of the report was noted as deceased, date of death on (B)(6) 2023. The hospital called the reporter with a patient presenting with possible baclofen withdrawals. The pump was read and indicated no issue. No troubleshooting of catheter performed as patient was unstable and had cardiac arrest and passed away. Additional information received on 28-jun-2023 from the company representative reported that they interrogated the pump and did not see anything out of the ordinary in the pump readings or the logs. The cause of death was unknown as well as if the baclofen withdrawal was confirmed. Based on the logs the patient had a refill on (B)(6) 2023 1 month prior to the event. The company representative was not made aware of any other events happening or not happening. In regards to what symptoms, if any the patient experienced the company representative was not sure, when they got to the hospital the patient was already intubated. The interventions performed was interrogation of the pump. The company representative was in the process of walking the physician through using a refill kit to remove the medication, so they could see if it was accurate to the interrogation readings of what the expected volume should be. As she was prepping the area to start, a ¿code blue¿ was called, and they started trying to revive the patient. The device was explanted. It was noted that the healthcare provider would not have any further information regarding the event.